Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a (B)(6) year old female patient who had essure (batch no. B85129) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), myalgia ("muscle pain"), arthralgia ("joint pain"), alopecia ("hair loss"), tooth loss ("tooth loosening"), fatigue ("fatigue / very severe fatigue"), gastrooesophageal reflux disease ("gastric reflux"), insomnia ("insomnia"), headache ("headache") and depression ("depressive state"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, myalgia, arthralgia, alopecia, tooth loss, gastrooesophageal reflux disease, insomnia and headache had resolved and the fatigue and depression had not resolved. The reporter provided no causality assessment for alopecia, arthralgia, depression, fatigue, gastrooesophageal reflux disease, headache, insomnia, menorrhagia, myalgia and tooth loss with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number:(B)(4) on (B)(6) 2021. The most recent information was received on (b(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a 43-year-old female patient who had essure (batch no. B85129) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), myalgia ("muscle pain"), arthralgia ("joint pain"), alopecia ("hair loss"), loose tooth ("tooth loosening"), fatigue ("fatigue / very severe fatigue"), gastrooesophageal reflux disease ("gastric reflux"), insomnia ("insomnia"), headache ("headache") and depression ("depressive state"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, myalgia, arthralgia, alopecia, loose tooth, gastrooesophageal reflux disease, insomnia and headache had resolved and the fatigue and depression had not resolved. The reporter provided no causality assessment for alopecia, arthralgia, depression, fatigue, gastrooesophageal reflux disease, headache, insomnia, loose tooth, menorrhagia and myalgia with essure. Batch no b85129 production date 2013-10-22 expiration date 2016-10-31 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-feb-2021: quality-safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.